Event description:
I-flow was evaluating retained devices in order to address a reported fast infusion complaint, as the actual devices were discarded, when it was observed that the retained devices contained an incorrect component (catheter) in the final packaging assembly.

Manufacturer narrative:
I-flow received a complaint that two pumps (model: pmb01-on-q painbuster with ondemand[bolus feature]; 270ml volume, 2ml/hr flow rate + 5ml bolus/60 minutes) had reportedly infused at a high rate. The lot numbers of the pumps involved in these incidents were: 6c2904 and 6a4171. There were no adverse events associated with the incidents, and the pumps were discarded by the hospital. I-flow sampled 19 retained devices for these particular lots (10 devices from lot #6c2904 and 9 devices from lot# 6a4171) and discovered that lot #6a4171 did not contain the correct component (catheter). The outer pouch label of the product and the inner sub-assembly, polybag label of the catheter indicate that the enclosed component was a "non-soaker" catheter, however, the actual catheter observed in the packaging was a "soaker" catheter. Soaker catheters are contraindicated for the "ondemand" bolus systems, as the "soaker action" may cause the bolus button to become stuck in the downward position, resulting in the pump infusing at the maximum flow rate. All the pumps inspected from lot# 6c2904 contained the correct component (catheter). I-flow conducted a full investigation and identified the lot numbers that were affected by the incorrect catheter component.